Event description:
The customer reported at 5:53 pm she activated a new pod and her blood glucose and insulin history is as follows: time: 7:51 pm, bg (mg/dl): 301, bolus (u): 4.95. Time: 8:22 pm, bg (mg/dl): 395, bolus (u): 2.95. At 8:28 pm the pod was deactivated. She noticed the cannula was bent and the pink slide insert was not visible.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.